Manufacturer narrative:
This report was initially submitted on 03/25/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported that parts of rubber membrane was discovered in the syringe when they had retrieved the liquid from the glass bottle.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to remove the chn from manufacturer site and correct all manufacturer contact office information provided in the initial MDR [3014312726-2025-00069]. The previously reported was incorrect. The correct manufacture contact information is below; (B)(4), qa engineer, sol-millennium medical inc, 311 s. Wacker dr., suite 4100, chicago, il 60606, united states, (B)(4).